Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented micro-volume inlet had hair or lint in the outer packaging. This was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in october 2024. H11: the device was received for evaluation. Visual inspection was performed and black particles were identified in the packaging. The reported condition was verified. The cause could not be determined; however, the cause was most likely due to variations of the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.